Event description:
It was reported that during a coronary ptca/stenting treatment procedure, deflation difficulties were encountered. The lesion in the lad was pre-dilated at 14 atms with the maverick2 monorail balloon, but then the balloon would not fully deflate. The balloon was deflated enough so that it could be removed. No patient injury or complications were reported.